Manufacturer narrative:
The other devices listed in this report: description: unk poly insert 32 mm, (cat # and lot # unk), unk femoral head +5 32mm metal head (cat # and lot # unk). It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. The devices and add'l medical info are not available for eval. Pain is a symptom of a complication. In this event, the complications are unk.

Event description:
It was reported that, "the pt was complaining of pain so the surgeon revised."